Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit powers on intermittently. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 15mar2019, date rec¿d by MFR : 01mar2019. The customer reported that the previous power management board used as a replacement was not a new part. The customer later replaced the part with a new power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.